Manufacturer narrative:
D10 concomitant product: sg-5644g - sg5644g chromic gut 4/0 18" p-13, lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open hand suturing, while closing the skin on the patient¿s hand using the skin closure technique, the needle broke. Multiple needles broke in half. The pieces were retrieved. There was no patient injury.